Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic liver resection, the white tissue pad of the harh36 melted and came off after a very short time. There have been no changes in the use of the device by the surgeons. A new device was used to complete the procedure. Surgery was delayed by five minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2020. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.